Event description:
It was reported that the pacemaker system exhibited high out of range pacing impedances measuring 2578 ohms on a non-boston scientific right ventricular (rv) lead. A lead safety switch (lss) was triggered which switched the pace/sense configuration from bipolar to unipolar. Technical services (ts) noted there were no observations of noise. Ts also discussed possible causes and provided troubleshooting options. The fleld representative will discuss with the clinic. At this time, the device and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).